Event description:
It was reported that during the pulse field ablation procedure (pfa) to treat persistent atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was flushed and prepped appropriately and was used successfully for the pfa portion of the procedure, the hd grid mapping catheter was inserted for the post map and had no issues with the sheath valve. A flexibility rf catheter was inserted for radiofrequency ablation and bleeding back was noted. There was less than 10 ml of blood loss through the back of the sheath. The procedure was completed successfully by using original device. No patient complications have been reported. The product was received for analysis and investigation is still in progress. It was further report that a pressure bag was used for the irrigation of sheath. Farapulse, abbott hd grid were in prior to when the leak was observed, and hd grid was inserted after ablation for the post map. The leak appeared to be coming from the silicone valve, and it was slow drip. No other issue has been reported

Event description:
It was reported that during the pulse field ablation procedure (pfa) to treat persistent atrial flutter, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was flushed and prepped appropriately and was used successfully for the pfa portion of the procedure, the hd grid mapping catheter was inserted for the post map and had no issues with the sheath valve. A flexibility rf catheter was inserted for radiofrequency ablation and bleeding back was noted. There was less than 10 ml of blood loss through the back of the sheath. The procedure was completed successfully by using original device. No patient complications have been reported. The product was received for analysis. It was further report that a pressure bag was used for the irrigation of sheath. Farapulse, abbott hd grid were in prior to when the leak was observed, and hd grid was inserted after ablation for the post map. The leak appeared to be coming from the silicone valve, and it was slow drip. No other issue has been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.